Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 4.00 x 20 stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent/strut damage at the proximal end of the stent. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified hypo tube kink 390mm distal to the strain relief. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination identified tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending artery. A 4.00 x 24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. However, when the device was removed, it was noted that the stent struts were damaged. Another 4.00 x 20mm synergy ii drug-eluting stent was advanced but still failed to cross the lesion. When the device was removed, it was noted that the stent struts were damaged. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending artery. A 4.00 x 24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. However, when the device was removed, it was noted that the stent struts were damaged. Another 4.00 x 20mm synergy ii drug-eluting stent was advanced but still failed to cross the lesion. When the device was removed, it was noted that the stent struts were damaged. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable.